Manufacturer narrative:
Sc-1160; (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that the patient had difficulty charging the ipg. All device components were explanted and will be returned.

Manufacturer narrative:
Exact date unknown, event occurred since the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 15306074/16121661.

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that the patient had difficulty charging the ipg. All device components were explanted and will be returned.